Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: doi: (B)(6) 2004: patient received a left tha to treat pain, leg length discrepancy, and walking difficulty secondary to posttraumatic arthritis due to an mva. On 2004 left total hip arthroplasty in 2004. It was noted that the products implanted were depuy metal on metal components. On (B)(6) 2019, medical records note that the patient is experiencing left hip pain with suspected myelosis. The patient is scheduled to have a left total hip arthroplasty revision scheduled for (B)(6) 2019. Radiographs are reported to show multiple screws and plates retained within the pelvis. An MRI was reported to show left hip joint effusion with low signal nodular synovitis which was suspicious for metallosis and/or polyethylene wear induced synovitis. On (B)(6) 2019, the patient has a revision left total hip arthroplasty, to address left hip pain secondary to metallosis with elevated cobalt and confirmed altr on MRI. Depuy metal femoral head and depuy metal acetabular liner were explanted during this procedure. Depuy ceramic femoral head and acetabular polyethylene liner were implanted during the procedure. During the procedure, the surgeon observed trunnionosis around the ball and aspirated brown colored fluid. The acetabular cup and femoral stem were noted to be very stable and retained.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: litigation records received. Records alleged metallosis. The product was not returned to j&j medtech orthopaedics; however, x-rays were provided for review. (B)(4) - x-rays from disc 1,2,3. The x-ray investigation revealed nothing indicative of a device nonconformance. It is suspected that, given the duration of implantation and the presence of metal-on-metal interaction, metallosis may have developed. However, without concrete evidence, such as the analysis of the explanted components or the surrounding tissue, it is not possible to definitively confirm the reported allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk hip femoral head metal would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Litigation records received. Records alleged metallosis. Doi: 2004 dor: (B)(6) 2019 left hip.